Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was having problems with the device; they had to have the ins replaced and relocated. The ins treated the patient pain at first, but one month after the implant, the therapy stopped helping and the ins would not charge in a normal amount of time (took up to 12 hours to charge). It was noted that the patient also could feel the ins overheat and they had a fall after the issues started. The patient wanted the manufacturer company to discuss reimbursement for the ins replacement surgery.

Event description:
No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the day after surgery their feet swelled up very bad, which had never happened before until they were implanted. The consumer told their doctor about it who said they had never heard of this, and would keep an eye on it. It was further reported the implantable neurostimulator (ins) never did away with the pain, but they were told it probably wouldn't. According to the consumer the pain had returned, but what concerned them the most was that the pain was now from the ins which continued even after stimulation was decreased. It was confirmed with the consumer the pain wasn¿t from the stimulation sensation, but there was pain from where the actual battery pack was. It was noted the battery pack hurt all of the time, especially when the consumer touched it, and protruded through their skin to a point where they could see it. The consumer thought something wasn¿t right as it felt warm to the touch, but when they mentioned this to the healthcare provider (hcp) they said it was due to the consumer losing 20 pounds since implant, and that was why it was noticeable now. It was further reported it ¿took forever, 6-7 hours¿ to charge the ins and there were difficulties with charging efficiently. Two days later the manufacturer¿s representative (rep) called back and reported the consumer was experiencing stimulation north of the ins location. It was further reported the consumer was also getting stimulation where the ins was, and sometimes around the back area, but they need to have stimulation for their legs and thigh area. An impedance check was performed with all results within 700-800 ohms with no anomalies found. It was noted the consumer had two programs at 7-8 volts and the rep. Also tried using hd programming at a pulse width of 1 ,000, 90 hertz, and 8.7 volts. It was further mentioned the consumer did have fall directly on the ins about a week ago, but had been experiencing stimulation in the wrong location for about a month, but it had gradually gotten worse. Further information received stated the consumer only had experienced the stimulation issue when they were bent in a certain way, and didn¿t experience symptoms when the ins was off. The rep. Tried having the consumer get into this position to take impedances, but they again all came back normal with nothing out of range. The rep. Stated the hcp felt therapy was helping the consumer because they went from not being able to get out of bed to walking again, but the consumer wanted more from therapy. Reprogramming was attempted but nothing seemed to help. It was further reported the rep. Felt north of the ins where they felt stimulation and it felt extremely warm to the touch and was very tender. The rep. Also noted the consumer had lost 40 pounds and the ins sank deep into their bottom so they may do a revision with the consumer requesting it be moved to the abdomen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep. It was reported that the battery overheated and was hot to touch. The patient denied falling on the battery. Impedance was checked and was fine. The battery was replaced, and the issue was resolved as of (B)(6) 2016. The explanted device was in possession of the hospital and was to be returned to the manufacturer. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.